Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. As per user facility biomedical engineer (biomed), he wondered if they were running on battery and didn¿t know it. The battery shouldn¿t discharge when they¿re not running on it. When both switches are up, running normally the battery indicator does move up to fully charged. If the flip was switch and run on battery it does drain down. During trouble shooting he started the pump and went back a few times to see if battery level does indeed go down. The biomed noted the battery indicator was in the middle of yellow indicator and wouldn't go to fully charge. It was been plugged in the whole time. This pump is a spare pump in the storage room. The batteries will not fully charge, the machine operates correctly as far as the biomed can tell, just a battery charge issue. The manufacturer field service representative visited the hospital and discovered the batteries were damaged and they were changed and returned to the manufacturer for further evaluation. This complaint is related to medwatch #1828100-2016-00705.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported the low battery came on towards the end of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on october 19,2016: the certified clinical perfusionist (ccp) was contacted by the clinical services (cs) in regard to this incident. According to the perfusionist, this incident actually occurred post cardiopulmonary bypass. The sarns centrifugal system with delphin battery was mounted on and used with a sorin s3 heart lung machine (hlm). The delphin battery was in the connect mode when this incident occurred. The perfusionist heard the "on batt" alert tone even though she claims the battery / control module was still plugged into the base of the hlm and the base still had ac power. She did not notice if a message was posted on the centrifugal module. The perfusionist was also concerned that the battery life indicator (needle) was in the yellow zone even though they thought the battery was fully charged. Terumo field service representative (fsr) visited the hospital and discovered the batteries were damaged and they were changed. This case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) noted that one of the two batteries was deformed (cracked) at the positive terminal and lower than typical voltage. The cause of deformation is unknown. The same battery exhibited lower than typical voltage, which indicated permanent degradation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.